Event description:
It was reported that the patient presented in clinic for follow up. Device interrogation revealed noise oversensing resulting in inappropriate shock on a right ventricular lead. On (B)(6) 2021, the physician elected to cap and replace the lead. The patient condition was stable.